Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 305272, batch#: 1110062. It was reported that the bd syringe integra 3ml w/ndl 22x1-1/2 rb needle pulled out of the hub. The following information was provided by the initial reporter: verbatim: rcc received a complaint via phone. Pir attached. Product complaint: ref (B)(4) and lot 1110062 for the injection. Issue: dr suspected needle separated from device, suspects needle might have be lodged in pt. Med info confirmed that the device does retract. Administered testosterone. Pt harm: unknown.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4). Supplemental MDR - needle pulled out of hub. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.